Event description:
It was reported that the patient ¿more frequently¿ in the last few weeks, when they went to request a bolus from their personal therapy manager (ptm) the patient had been locked out and it said three hours remained until the next dose was allowed; however, it was reported it would give her the dose. It was noted the patient¿s pump was in a ¿really bad¿ position in her abdomen and the reporter contemplated if the ptm issue was due to the pump position. The pump reportedly was ¿sticking sideways in there¿ and it was noted when they have to refill it ¿they have to really push on it¿. The pump had been like this ¿for a little while¿ and the health care provider (hcp) was reportedly going to fix it when he ¿changes out the battery on it¿ however, that was not for another two years. It was noted the patient was to see their hcp ¿in a couple¿ weeks. The device system was used to deliver fentanyl, bupivacaine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011,product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012,: product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. Patient (B)(4).